Event description:
At the end of the surgery the surgeon noticed the patient had a burn at the hip level. It was just around the scalpel's plate. The burn was superficial.

Manufacturer narrative:
Rf generator passed all safety and functional testing. No problem found.